Event description:
Note- the user facility confirmed that the medwatch form was submitted to FDA without a report number. Additionally, the user facility clarified that the reported blood loss was due to the dialyzer circuit being changed out without returning the blood to the pt.